Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shutdown. The customer experienced an elevated blood glucose (bg) level of 640 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.